Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water test, and functional test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not infuse properly. This occurred during infusion of ampicillin. The reporter stated that the set started dripping, but flow then switched to the unspecified primary set. The reporter further stated that the set had been able to prime. The device was being used with a minibag plus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.